Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log found a firmware error as well as a hardware error. The complaint of a hardware failure was confirmed.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient experienced a hardware failure.